Event description:
It was reported during the patient's permanent procedure, neuro-monitoring revealed loss of motor function in the patient's lower right leg. As a result, the physician decided to abandon the procedure. As of (B)(6) 2014, the patient was being monitored in the intensive care unit.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further investigation identified that although the patient's motor deficiencies remain, they have improved and the physician believes they will resolve. It was also reported the patient is to be moved to assistive therapy.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.